Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the spring for the perc pin was loose. No additional information was provided. There was no patient present when this issue was identified.